Manufacturer narrative:
The implant coil was returned for evaluation still attached to the delivery pusher. The delivery pusher was not broken indicating that the alternative detachment method was not performed. The cause for the non-detachment could not be confirmed as all parts of the pusher that could affect the detachment were within specifications. (B)(4).

Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil could not be detached and was removed from the patient.no injury was reported with the patient as a result of the procedure.